Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# j11453r33, implanted: (B)(6) 2004, product type: catheter. (B)(4)

Event description:
Information was received from a manufacturer representative via patient implanted with an intrathecal drug delivery pump system. The indication for use of the pump system was failed back surgery syndrome with non-malignant and chronic low back pain. It was reported that the patient had been experiencing increased pain. A catheter dye study was scheduled on (B)(6) 2015 and it showed a tear in the catheter. The physician was planning a revision of the catheter, though the surgery had not yet been scheduled. As of (B)(6) 2015, there was no patient injury. The date of the event was not reported. Further follow-up was being requested to obtain additional information.